Event description:
Interrous device located in broselow carts for pediatric patients. Patient presented in a code situation, color coded broselow cart opened, io needle placed for IV access. Hub of io needle recessed and could not be connected to the IV fluids. Another io was used from the next color up, and had the correct hub which was not recessed allowing for connection. The risk manager was notified of the issue on 5/26/09.

Manufacturer narrative:
The broselow intraosseous module contains a luer lock IV extension set and a 15 g intraosseous needle. A vendor change was made which resulted in the use of a different 15g intraosseous needle. Evaluation of a sample from existing inventory has revealed that the 15g intraosseous needle provided does not fit securely with the IV extension set that is provided in the module. This may result in a connection that is not secure, could leak in a connection that is not secure, could leak and/or become disconnected and delay treatment. As a corrective action, we have replaced the intraosseous needle from sterylab with on previously used and approved manufactured by cardinal health that has a secure and proper connection. The cardinal health needle is compatible with the standard luer locking fitting on the IV extension set in the module.